Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/06/2025, the user, who is on dexcom g6, entered the wrong transmitter number during a sensor change. As a result, insulin delivery was not accurate overnight, and blood glucose (bg) rose to 364 mg/dl. The following morning, the user corrected the transmitter number, and the ilet began displaying bg values appropriately. At follow-up, the user reported that bg was improving and down to 225 mg/dl after a protein shake. No symptoms, external assistance, or medical intervention occurred.